Event description:
Healthcare professional reported difficulties opening a sizer, the paper from the outside wrap and adhesive would not completely peel off and therefore wouldn't allow access the sizer container without contamination to his gloves and the surgical field. This record is for an unknown side. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.